Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions. System evaluation noted noise and t-wave oversensing. The second event identified the first shock induced ventricular fibrillation and the second shock converted the arrhythmia. Shock impedance measurements were noted to be high, but not out of range. A boston scientific technical services consultant discussed further troubleshooting and programming options for this patient. No adverse patient effects were reported. It was reported that good shock impedance measurements were noted via remote monitoring data. However, in clinic testing produced an alert with an out of range measurement of 210 ohms. Additionally, review of some past delivered shocks showed impedance measurements between 183 ohms and 192 ohms. It was noted that this patient has a higher body mass index (bmi). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions. System evaluation noted noise and t-wave oversensing. The second event identified the first shock induced ventricular fibrillation and the second shock converted the arrhythmia. Shock impedance measurements were noted to be high, but not out of range. A boston scientific technical services consultant discussed further troubleshooting and programming options for this patient. No adverse patient effects were reported.